Manufacturer narrative:
The reported event of incomplete device checks was confirmed. Based on the information provided, it was determined that there were connectivity errors. The root cause of the error was unable to be determined.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, the device was unable to be connected via bluetooth telemetry to the remote monitoring application. No intervention has been performed at this time. The patient was stable.